Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet completed. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.

Event description:
Device malfunction: mislabeled. Time of malfunction: during device testing. Symptoms/ae: no pt involvement. It was reported that during model testing, an rx acculink 7-10/40 and rx acculink 10x40 were prepped and placed on the table. At that time it was noticed that the labeling on both device handles was identified as 10x40, lot number 9021951. The package labeling for the rx acculink 7-10/40 indicated part/lot 1011344-40/8091651; however, when the device was taken out of the packaging and inspected on the table, the handle identification was 10/40, lot 9021951. Size and lot number did not correspond with the package labeling. The package labeling and device identification of the second rx acculink (1011342-40/9021951) corresponded with the identification on the device handle. No additional info has been provided.